Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced difficulty inserting the cartridge into the ilet, requiring guidance to remove the cartridge, perform two rewinds, and orient the luer connector¿s flat side to the left, after which the connector was secured and the infusion set and supplies were successfully changed; blood glucose was elevated to 306 mg/dl for approximately three hours, with alerts for sustained hyperglycemia and no use of backup therapy or ketone testing. Symptoms included hyperglycemia without loss of consciousness, dizziness, or other acute complications. Outcomes included no medical intervention and no hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed an inability to insert the cartridge until proper connector orientation and system rewind were performed, with no device malfunction confirmed and cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.